Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The system and central processing unit (cpu) board assembly need to be replaced to resolve the issue. Additionally, the d/c connector needs to be replaced. No repairs were performed. The unit has been scrapped.